Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev0549 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by healthcare professional that three kits were opened for a class and the site scrub was dry in all of them. This report addresses the second device.